Event description:
It was reported that an unknown homechoice disposable with cassette had an unspecified issue. Patient involvement and the step of setup or therapy during which this occurred are unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.